Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the patient was reported to have an angulated aortic neck. It was reported that after the stent graft was implanted there was a proximal type 1 endoleak requiring repair with 2 aneurx aortic cuffs. Another proximal type 1 endoleak was recently detected requiring repair with another aortic cuff. No additional clinical sequelae were reported and the patient is fine.